Event description:
It was reported that the patient's mother believes that the patient has nerve damage caused by vns therapy. It was reported that the patient's mother believes the "nerve damage" is causing the patient to experience nausea, vomiting and weight loss and she would like the device explanted. The patient has been referred to a new neurologist; however, has not yet been seen. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not occurred to date.